Event description:
A report was received that the patient had a lead revision due to having a bad lead. After unsuccessful attempts to troubleshoot, the physician decided to explant the lead and re-implant the patient with a new lead. The patient was reportedly doing well after the procedure.